Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It has been reported that the light fell down in operating room 3. No health consequences for patients or staff have been reported. In the case of a reoccurrence, falling parts or lamp systems could cause injury to people in the area.